Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this was an attempted lead. During the procedure, it was noted that this lead exhibited loss of capture (loc) and high out of range pacing impedance measurements. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded. Follow up report 1 (additional information): this report is being submitted to update e1 email address section. This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6).

Event description:
It was reported that this was an attempted lead. During the procedure, it was noted that this lead exhibited loss of capture (loc) and high out of range pacing impedance measurements. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead was already returned.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update e1 email address section. (B)(6). This product is not approved in the united stated; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) number and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. At this time, no further information is available. Should additional information become available this report will be updated. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this was an attempted lead. During the procedure, it was noted that this lead exhibited loss of capture (loc) and high out of range pacing impedance measurements. As a result, the procedure was completed with another lead. No adverse patient effects were reported. This lead has not been returned.